Event description:
It was reported that right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.